Event description:
Unable to speak at length with the pt/layperson, this senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The complaint is classified due to the pt's reported symptoms of blurred vision, thirst, dry mouth, and fatigue that allegedly began 24 to 48 hours after two issues, an ER 4 prompt and the battery indicator prompt. The pt reportedly had never changed the battery. The pt ate less; however, she received no medical intervention. The pt did not share whether she continued taking her oral diabetes medication. Although the pt's symptoms reportedly occurred after the issues, a few days prior, the patient reportedly had the same symptoms with blood glucoses in the 200 and 300's on the meter. Although the meter did prompt a low battery, the pt could access the meter's memory for the cca. The pt alleged that the symptoms started as a result of being unable to test for a week or more, due to the error messages. The cca replaced the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.